Event description:
It was reported that the patient experienced vessel damage. Two 8fr x 25cm n/g super sheath introducer sheaths were selected for use. During the procedure, when inserting the devices into the patient, it was noted that the sheaths would not advance and kept buckling. The procedure was completely aborted. Consequently, the patient experienced vessel damage in the profundal artery and hematoma occurred. The physician had to place a covered stent. No further patient complications were reported.